Event description:
On (B)(6) 2014, this (B)(6) y/o male presented to the ed with severe pain in the upper and back pain radiating down to his left leg. A CT showed extensive dissection of the ascending aorta with a large false lumen going down into the iliac artery. The pt was taken emergently to the operating room for repair of the aortic dissection and occlusion of the left common iliac artery. Per the operative record, a #32 millimeter vascutek gelweave graft was anastomosed at the acinotubular junction and the coronary sinus using a running 4-0 prolene suture. The suture line was sealed with bioglue. A wet sponge was used to seal the flap back to the outer wall. The sponge was then removed. The surgeon then transected the distal end of the graft and completed the end to end anastomosis with running 4-0 prolene suture. This suture line was sealed with bioglue as well. At this point, a femoral to femoral crossover graft was performed. At the end of the procedure, it was noted that the pt had good hemostasis and the pt was transferred to the cvicu. Post-operative, the pt progressed well and on (B)(6) 2014, the pt was discharged home. On (B)(6) 2014, the pt presented to the ed with complaints of pain and coolness of his left leg. The pt underwent exploration of the left popliteal artery with embolectomy of popliteal. Per the operative record, a plastic - like brownish rubbery clot was removed and was sent to pathology. The pathology report showed that specimen may represent bioglue material. On (B)(6) 2014, the pt had significant pain of the left lower leg. Orthopedics was consulted for compartmental syndrome. The pt was brought to the operating room for a fasciotomy of the left lower leg. On (B)(6) 2014, the pt was discharged to intensive rehabilitation unit.